Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Further contact was made with the patient on (B)(6) 2018 and the patient stated they experienced another inaccuracy between the cgm and the bg meter. The patient stated on (B)(6) 2018, the cgm was displaying 75mg/dl and they started to feel weak. They checked their bg with a meter and the meter was displaying 50mg/dl, so the patient treated themselves with glucose tablets. An hour later, they were feeling normal again and their bg value increased to 80mg/dl. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Dexcom labeling indicates: between uses, clean outside of the transmitter with damp cloth or alcohol wipes. Let dry before use or storage.